Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the rotawire was broken in the middle at 198cm from the proximal section. The distal tip was not returned and the body was also noted to be kinked. Dimensional inspection was performed. The overall length could not be measured as the rotawire was broken. The outer diameter (od) of the distal tip could not be measured as well as the distal tip was not returned. The od of the middle of the device near to the broken section is within specification. The od of proximal section is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2016-06887. It was reported that rotawire fracture occurred. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During platforming, outside the patient's body, the physician had the burr upright and turned the rpm too high. Consequently, the burr severed the rotawire. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-06887. It was reported that rotawire fracture occurred. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During platforming, outside the patient's body, the physician had the burr upright and turned the rpm too high. Consequently, the burr severed the rotawire. No patient complications were reported.